Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent within 3 hours of insertion on upper buttocks which caused the patient's blood glucose (bg) to exceed 405 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 2.